Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The latch was found deformed as indicative of it being detached from sled (cav. 2), that is why the internal cannula components were not sliding properly. In addition, the ratchet pawl was found excessive wear and tear.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure open or laparoscopic? How was the procedure completed? When the trigger was locked, was it locked in an open position (in the firing position but unable to be squeezed or compressed to fire a strap) or was it locked in a closed position (trigger stuck close to the device and unable to be released to an open position to fire)? Was the window indicator completely orange, half orange or did it remain white in color? Were there any adverse patient consequences?

Event description:
It was reported that the patient underwent an incisional hernia repair procedure on (B)(6) 2016 and the absorbable straps were used. During the procedure, straps could not insert the tissue tightly and fell off, finally, the device handle was blocked. There were no reported patient consequences. Additional information has been requested.